Event description:
Customer reports taking an unspecified type/amount of insulin based on device result of 92 mg/dl obtained on the advantage system. Customer was discovered unconscious 3-4 hours later; emergency medical technicians (emts) arrived and customer tested 39 mg/dl on professional device. She was treated with a glucose IV and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.